Manufacturer narrative:
G2: country of origin is canada. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having laminoplasty spinal therapy. Levels implanted was c3, c4. It was reported that during a laminoplasty procedure, the screwdriver sleeve collar did not retract, and the instrument broke. The procedure was performed at levels c3 and c4. It was confirmed that the product was utilized correctly according to the instructions for use/labeling, and no fragment of the instrument remained in the patient. There were no patient symptoms or complications as a result of this event, and no additional treatment or surgery was performed. Additional information was received via manufacturer representative that the pre-op diagnosis of patient is spinal stenosis.